Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after a neurology procedure. Reportedly, the physician was unable to connect the exchange sheath into the device and a second starclose se was used to achieve hemostasis. There was no adverse patient sequela. The physician is trained in the use of the starclose se device. Although requested, no additional information was available nor provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Estimated date of occurrence - no specific date was provided. (B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.